Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no blank display, unexpected battery power loss and replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 08-jan-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 17:49:35.000 to (B)(6) 2025 17:55:53.000. (B)(6) 2025 18:03:02.000 to (B)(6) 2025 18:31:05.000. (B)(6) 2025 21:57:03.000. (B)(6) 2025 22:07:00.000. Low battery alert was found on: (B)(6) 2025 13:02:00.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 17:50:12.000 to (B)(6) 2025 17:55:49.000. (B)(6) 2025 18:02:52.000 to (B)(6) 2025 18:31:14.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No blank display, unexpected battery power loss and replace battery alert/replace battery now alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 13:02:00 after more than 7 days at 25.61 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 16:37:00 after more than 7 days at 23.61 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2024 16:10:01 after more than 7 days at 24.78 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment side of the pump during analysis. Customer alleged for blank display, unexpected battery power loss and replace battery alert/replace battery now alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1881 was requested and customer response was the device will be returned.